Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The cause of peritonitis was reported to be chronic urinary tract infection (uti). Four days after the diagnosis, the patient was treated with an injection (inj) of ceftazidime (1gram, ip, twice daily) and an inj. Of vancomycin (1 gram, ip, weekly) for the peritonitis. The patient was recovering.